Event description:
Reportedly, during the implantation procedure, the subject ventricular lead was positioned in the ventricular septum with a curved stylet. Loss of ventricular capture was observed at 5v. The physician tried to reposition the lead, which was difficult since the tip was stuck. However, ventricular threshold was still high. The lead was removed from the patient's body: it was bent at approximately 4 cm from the tip.another lead was implanted.

Manufacturer narrative:
Preliminary analysis of the returned lead showed that the lead body was bent at 4.5 cm from the helix. All other electrical, mechanical, and dimensional measurements were within specifications.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure, the subject ventricular lead was positioned in the ventricular septum with a curved stylet. Loss of ventricular capture was observed at 5v. The physician tried to reposition the lead, which was difficult since the tip was stuck. However, ventricular threshold was still high. The lead was removed from the patient's body: it was bent at approximately 4 cm from the tip. Another lead was implanted.

Event description:
Reportedly, during the implantation procedure, the subject ventricular lead was positioned in the ventricular septum with a curved stylet. Loss of ventricular capture was observed at 5v. The physician tried to reposition the lead, which was difficult since the tip was stuck. However, ventricular threshold was still high. The lead was removed from the patient's body: it was bent at approximately 4 cm from the tip. Another lead was implanted.

Manufacturer narrative:
(B)(4).